Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients parent reported that the implantable pulse generator (ipg) "is not working" and the right ventricular (rv) lead was "not connected right" and had a fracture. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by health care professional that the rv lead exhibited rise in impedance, no capture, high impedance, no sensing consistent with a lead fracture. The rv lead was reprogrammed and remains in the patient.